Event description:
Patient reported they had a left knee mako robotic assisted procedure (knee tep) and noted having full flexion and extension, but reported experiencing pain, swelling, heat, and clicking.